Manufacturer narrative:
(B)(4). Medical products: unknown-unknown m2a head-unknown; unknown-unknown m2a 56mm tri-spiked cup-unknown; unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01542 and 0001825034-2022-01543. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to metallosis. During the revision, a small tissue area was debrided due to evidence of metallosis. Minimal wear was noted on the trunnion with all other components and tissues appearing in healthy condition. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - stem. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported patient underwent a right hip revision approximately 12 years post implantation due to metallosis. During the revision, a small tissue area was debrided due to evidence of metallosis. Minimal wear was noted on the trunnion with all other components and tissues appearing in healthy condition. All components, except the stem, were exchanged and no further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected d6b: remains implanted. D10: 157450-m2a magnum modular head-220540; us257856-m2a magnum tri-spike cup-56mm-860670; 139254-m2a taper adapter-536680. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.